Event description:
It was reported that a pump declared a cartridge change error. There was no reported impact to the customer¿s blood glucose level. Technical support instructed the caller to follow on-screen instructions, remove the cartridge from the pump, start the load process, and install the cartridge when prompted. The caller was eventually able to complete the load process and resume insulin delivery.